Event description:
The customer reported that the wbc count was too high and alleges a filter/lrs malfunction. The disposable is not available for investigation. This report is being filed due to an alleged device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.